Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging internal wires and the p704 connector on the dn pca board. The root cause of the damaged cable, wires, and connector is excessive force placed on the cable. There is no indication that the damaged cable caused or contributed to the patient's death. The damage likely occurred during device removal by ems during resuscitation efforts.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. One of the cable on the electrode belt was damaged.